Manufacturer narrative:
The complaint sample has been received and evaluated visually, both with the naked eye and under power. It is noted that the condition of the damage is indicative of misuse. The distal portion of the inserter, the portion that failed, is malformed. The broken tip is bent at a right angle in several directions, like a zig zag. We attribute the failure to the application of excessive misguided mechanical force. This event is a user issue. No further action is warranted at this time.

Event description:
The mitek rep. Is reporting that during a slap repair the threaded portion of the distal end of the anchor inserter broke off into the anchor and remains inside of the pt. The surgeon is reporting no pt harm due to this incident.